Event description:
It was reported that the potassium levels increase during cardiopulmonary bypass surgery. The customer couldn't determine if this was due to the monitor or the shunt sensor. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was returned to terumo for investigation. The monitor was cleaned and decontaminated. The venous blood pressure monitor sensor head assembly was replaced. The unit was then returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.